Event description:
A male pt contacted lifecor customer support to report that when he placed the battery pack into the battery charger he was getting the red blinking light on the battery with the slash through it symbol. Support had the pt download. The download revealed two battery charger faults. Support sent the pt replacement battery packs and a battery charger.

Manufacturer narrative:
Device manufacture date: battery packs - 2007. Battery charger - 2002. Device evaluation summary: device evaluation of battery packs and battery charger have been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick of the battery charger was defective. The power brick was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely random component failure. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery charger. The pt received replacement battery charger and battery packs.